Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product - biomet m2a magnum taper adapter catalog#: 139254 lot#: 060720; biomet femoral stem catalog#: 103206 lot#: 746740. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03736 / 03737 & 04731 / 04732).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately five years post-implantation due to patient allegations of elevated levels of cocr, pain, discomfort, popping sensation, antalgic gait, soreness, significant amount of metallic-stained tissue and dehiscence of the posterior hip implant with notations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a right hip revision procedure approximately five years post-implantation due to metallosis with osteolysis and malposition. During the procedure, an osteolytic lesion and debris, bone loss and the removal of brusal and synovial tissue were noted. All components were removed and replaced with legacy zimmer product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 sates "material sensitivity reactions." Number 6 sates "inadequate range of motion due to improper selection or positioning of components." Number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-03736 / 03737).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately five years post-implantation due to patient allegations of elevated levels of cocr, pain, discomfort, popping sensation, antalgic gait, soreness, significant amount of metallic-stained tissue and dehiscence of the posterior hip implant with notations. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.